Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed 24-jul-2019 with the following findings: review of the black box data revealed the records from the complaint date of (B)(6)2018 had been overwritten due to continued use of the device after the alleged issue occurred. The pump was noted to be in use until (B)(6)2019. There was no data in the black box or alarm history related to the complaint. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.